Event description:
Infant weaned from high frequency nasal cannula (hfnc) at 1.5 lpm flow to 1 lpm flow at 1200 then transitioned to a regular nasal cannula at 1 lpm at 1400 that day. Fio2 range on hfnc that day was 26-35% fio2 and range after transitioning to regular nasal cannula (nc) was 36-44%. On the next day, the fio2 range was 45-51%. On third day, chest x-ray ordered due to increasing fio2 needs. A 1900 fio2 needs at 49% and increasing past 50% by 2400 at 0310 nnp notified of fio2 increasing past 60%. Infant was put back on hfnc at 0325 at 1 lpm flow and at that time was noted that the water bottle for humidity of regular nc was not functioning. Put infant on hfnc at 1 lpm flow at 0325 at 23% fio2. Then placed infant on regular nc at 1 lpm flow at 23% at 052 and oxygen sats were 85-95%.

Manufacturer narrative:
The actual sample involved in the incident was received for investigation and was functionally tested for flow. The sample received was an empty bottle; therefore, the bottle was filled with tap water and plug gauge, thread diameter gauge, visuals and back pressure were tested, according to the functional test requirements for respiratory therapy bottles. Based on the results of the testing, the bottle passed all of the quality testing and therefore the manufacture is unable to substantiate the issue reported, the product meets the specifications. Batch record review for lot 9a025 was reviewed and there were no deviations to process or procedure noted relevant to the stated defect. A review of complaint data for this product code showed no other reported issues.